Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing in primary sensing vector. Stress testing was performed, and the rate cut-offs were reprogrammed, and the sensing vector was reprogrammed to alternate. Subsequently, the s-ICD was explanted and replaced due to reported normal battery depletion. Additional information was received that this chronic electrode and replacement s-ICD exhibited t-wave oversensing in alternate sensing vector, resulting in delivery of several inappropriate shocks in more than a single episode. Technical services (ts) reviewed the stored episodes, and noted that the smartpass feature was off, and the episodes showed a very low signal amplitude with an apparent morphology change indicating a potential bundle branch block. All of the delivered shocks were unsuccessful in converting and did not change sensing. The hcp noted the secondary sensing vector appeared ok. Ts discussed the option of programming to secondary. No adverse patient effects were reported. This device remains in service.